Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
Contamination on the commutator cap caused abnormal readings in the rotational sensor, resulting in first prime ending earlier than intended. As a result, the firing flat was not lined up with the release bar at the end of second prime, preventing deployment of the needle mechanism.